Manufacturer narrative:
This report is filed february 9, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015. It is unknown whether the loss of osseointegration resulted in a fixture loss.